Event description:
An opta pro 12x4 balloon burst in a bard luminex 14x40mm stent in a transverse pattern and then completely dissociated from the shaft and fragmented into 5 pieces. During removal of the device, the clear part of shaft, some of balloon material, and 2 gold markers were found in removed sheath. The patient was transferred to theatre for emergency surgery. Following surgery, the patient was initially stable but, deteriorated a few days later whereby the affected leg became ''white'' or ischaemic once more. He was reviewed by the vascular surgical team who thought that the most likely cause was a thrombus formation and the patient was once more transferred to theatre for exploration of the iliac artery. Following this second surgical procedure, the patient is reported to be stable. The physician had attempted to perform an angioplasty + stent to the right common iliac artery in a (B)(6) male patient who presented with a history of claudication at rest. This patient had undergone previous pta and stent to the right common iliac artery in 2010 as well as a fem-pop bypass in 2010. There had been no complications during previous interventions. It was known that this patient had severe calcification to the entire length of the iliac and femoral arteries bilaterally. The left groin was accessed with a cordis 6f 11cm csi. The physician stated that there were no problems with the initial puncture nor with the sheath itself. Staff advised that it has become common practice for 12x4 pta balloons to be inserted via 6f sheaths rather than the recommended 7f sheath following some anecdotal evidence within the department that this is a suitable combination. The physician admitted that the practice has been ongoing for such a period of time that he in fact did not know that this balloon should be inserted through a 7f sheath. The opta pro pta balloon involved in this incident was utilised to post dilate the stent.

Manufacturer narrative:
The balloon was prepared in the recommended manner of pulling negative prior to insertion. The balloon ruptured within a few seconds of the initial inflation. The balloon was inflated to between 6-10 atm. The opta pro pta balloon was not removed or reinserted into the sheath. The 12mm balloon burst in common iliac stent. Attempts to remove the balloon through the 6f sheath failed. Forcible extraction attempted. The balloon shaft broke at proximal end of balloon and came out with small portion of balloon. Sheath removed and replaced with a 7f sheath. Clear part of shaft, some of balloon material, and 2 gold markers found in removed sheath. Indirect evidence of catheter tip and rest of balloon material still on j guide wire were in right iliac artery. A snare introduced over second wire alongside existing wire through sheath. Snared tip of 'j' and pulled back with j wire in an attempt to pull back in to sheath. This combination would not enter the sheath. Patient transferred to theatre for open arteriotomy and snare, wire, and balloon residuum removed. Concomitant devices: cordis 6f 11cm csi, 7f sheath, snare and bard luminex 14x40mm stent. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from an account indicated that an opta pro 12x4 balloon burst in a transverse pattern during post-dilation of a bard luminex 14x40 mm stent in a transverse pattern. During removal of the device the balloon separated from the shaft and fragmented into five pieces and part of the clear shaft, some balloon material and 2 gold markers bands were found in the removed sheath. The indication for the procedure was a history of claudication at rest. The patient had a history of previous percutaneous angioplasty and stenting to the right common iliac artery as well as a femoral popliteal bypass approximately two years prior to this procedure. The patient was known to have severe calcification the entire length of the iliac and femoral arteries bilaterally. The left groin was accessed with a cordis 6f 11 cm csi. The physician stated that there were no problems with the initial puncture or with the sheath itself. The opta pro pta balloon involved in this incident was utilized to post dilate the stent. The balloon was prepared in the recommended manner of pulling negative prior to insertion. The balloon ruptured within a few seconds of the initial inflation. The balloon was inflated to between 6-10 atm. The opta pro pta balloon was not removed or reinserted into the sheath. The 12 mm balloon burst in common iliac stent. Attempts to remove the balloon through the 6f sheath failed. Forcible extraction attempted. The balloon shaft broke at the proximal end of the balloon and came out with a small portion of the balloon. The sheath was removed and replaced with a 7f sheath. The clear part of shaft, some balloon material, and 2 gold markers found in the removed sheath. Indirect evidence of catheter tip and rest of balloon material still on j guide wire were in right iliac artery. A snare was introduced over a second wire alongside existing wire through the sheath. Snared tip of "j" and pulled back with j wire in an attempt to pull back in to sheath. This combination would not enter the sheath so the patient was transferred to theatre for open arteriotomy and snare, wire, and balloon residuum removed. Following surgery, the patient was initially stable but, deteriorated a few days later whereby the affected leg became "white" or ischemic once more. He was reviewed by the vascular surgical team who thought that the most likely cause was a thrombus formation and the patient was once more transferred to theatre for exploration of the iliac artery. Following this second surgical procedure the patient is reported to be stable. Staff advised that it has become common practice for 12x4 pta balloons to be inserted via 6f sheaths rather than the recommended 7f sheath following some anecdotal evidence within the department that this is a suitable combination. The physician admitted that the practice has been ongoing for such a period of time that he in fact did not know that this balloon should be inserted through a 7f sheath. Fal: two non sterile units opta pro 12.0 mm x 4.0 cm 80.0 cm were received coiled inside a plastic bag. The second unit was sent for comparison and there was no complaint against it. Unit a: this unit was received separated in two parts, one of them was a 76.5 cm of body shaft/inner lumen and the other was a part of balloon inside a plastic bag. A balloon burst was observed. Approximated 6.0 cm from distal inner lumen and distal balloon tip were not received compared with the second device. There were blood residues observed in the returned device. The balloon was inflated and deflated. The body shaft show elongation separation approximated at 69.0 cm from hub. No other anomalies were observed. Unit a: leak test could not be performed due to balloon conditions. Sem analysis was performed to identify the cause of balloon separation. Results showed that the balloon external surface exhibited evidence of abrasion near the tear edge. The inner body presented evidence of elongations; this characteristic suggests possible stretching/ pulling until separation. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other surface anomalies that could have caused the failure. Unit b: was received for comparison purposes. The balloon was inflated and deflated. No other anomalies were observed in the returned device. Unit b: leak test was performed, the balloon was inflated and there was no leakage, the balloon maintained the pressure nominal 4 atm and balloon maintained the pressure burst of 6 atm. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Unit b: the balloon burst failure reported by the customer was not confirmed since functional test was performed and the balloon maintained the pressure nominal 4 atm and the balloon maintained the rate burst pressure of 6 atm. Unit a: the balloon burst and balloon separated failures reported by the customer were confirmed, however marker band dislodged was not confirmed since the inner body distal and marker bands were not received, the exact cause of the balloon burst could be that the balloon was inflated at balloon burst pressure of 6 atm. For the balloon separated failure could be attributed at the time the device was tried to be retrieved. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst and separation was confirmed through failure analysis. Review of the information provided suggests that the balloon burst may be related to the calcification of the lesion, the balloon and shaft separation may be related to procedural factors such as using a sheath size not recommended for by the manufacturer (a 7fr sheath is the recommended size for this product)and using force to retrieve the device through the sheath ( if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the of resistance before proceeding. If the resistance cannot be determined, with draw the entire system). Marker band dislodged was not confirmed since the inner body distal and marker bands were not received. There is nothing in the analysis or the reported information to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.